Event description:
The patient reported experiencing an unknown discharge from the device. The patient noted being in a lot of pain. Indication for use included radicular pain syndrome (radiculopathies), and spinal pain. Additional information was received from the patient reporting that they were charging too frequently. The patient could not charge past the &#59405;ark and the implantable neurostimulator (ins) seemed to be discharging more rapidly. They had not been reprogrammed nor had they recently increased parameters. The patient reported that they did not charge their ins to 100%. The patient usually got 8 coupling bars. It would drop down to 6 bars now and then but mostly stayed at 8 bars. The patient was going to see their health care professional (hcp) on "(B)(6) 206". There were no falls or traumas reported. The patient reported that the programmer showed that they had no battery life and the recharger was showing that they were ¾ full. The patient changed the programmer batteries during the call and then stated that they were getting the icons mixed up. They had thought the programmer battery was referring to the ins battery. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.